Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that since (B)(6) 2013, the display on the insulin pump went blank. Blood glucose value was 125 mg/dl. She stated that she tried several new batteries but the display did not return. She tapped the top right hand side of the device and the screen came on but then went blank right away. She confirmed that the battery cap and compartment were not damaged. The insulin pump would be replaced and the customer agreed to return the product for analysis.